Event description:
This catheter was being utilized for a diagnostic cardiology procedure when air was noticed coming back into the line. This was believed to be from a leak at the hub. There was no reported injury to the pt.